Event description:
Pharmacy dispensed one box of freestyle libre 2 sensor and one box of freestyle libre. The patient only uses freestyle libre 2, but did not discover the error until the sensor was implanted and could not be read. The pharmacy should've read the box. (B)(6).